Manufacturer narrative:
Block h6: the following imdrf patient codes capture the reportable events of: e2006 - erosion. E2326 - inflammation. E1405 - dyspareunia. The following imdrf impact codes capture the reportable events of: f1901 - additional surgery.

Event description:
It was reported that, sometime after implantation, the patient experienced extrusion, inflammation, cyst formation, and an autoimmune disorder. She also suffered from prolapse, as well as urinary and fecal incontinence. Due to significant vaginal damage and scarring, she was unable to engage in intercourse. Her condition included grade three intussusception, rectocele, and enterocele. Additionally, scar tissue led to a shortened and narrowed vaginal canal. Furthermore, she was diagnosed with hashimoto's disease, which ultimately required the removal of her thyroid.